Event description:
It was reported the customer experienced an elevated blood glucose (bg) level greater than 15 mmol/l; cause due to occlusion alarm. Customer delivered a correction bolus via pump to address bg level. Customer changed pump supplies to address the issue.